Event description:
Per the social worker, the end user was transferring from his power chair to a walker and his feet got tangled up and he fell on to the chair and a plastic piece under the seat cut his right hand which required stitches.